Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The inability to cross a lesion can be influenced by physician technique, patient anatomical morphology, and patient disease state. Having the appropriate equipment selected for use, related to the case conditions, can significantly affect crossing and it is expected that wires with different performance properties would perform differently in crossing attempts. The wire can be damaged in the attempt to cross. In this case, the guide wire was used to treat a chronic total occlusion which could have contributed to the reported failure to cross the lesion. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond the design limits causing the distal tip to stretch and/or detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. Reportedly, the separated portion was successfully removed from the anatomy using a snare device. In this case, it was reported that the guide wire became stuck in the cto and the physician torqued the guide wire and the tip separated in the cto. It should be noted that in the instructions for use (IFU) states: do not: 1) push, auger, withdraw or torque a guide wire that meets resistance. 2) torque a guide wire if the tip becomes entrapped within the vasculature. 3) allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, the improper method of torquing the guide wire while resistance is met likely contributed to the reported guide wire tip separation. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported failure to cross and guide wire tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record was reviewed and there are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot.

Event description:
It was reported that during the procedure in the anterior tibial artery for treatment of a chronic total occlusion (cto), the whisper guide wire was advanced; however, the tip became stuck in the cto. The physician torqued the guide wire and the tip separated in the cto. The guide wire was withdrawn from the anatomy and the tip was successfully snared. A non-abbott guide wire was advanced, became stuck in the cto, was torqued, and the tip separated. The tip was sucessfully snared. A balance middleweight guide wire was advanced without difficulty and the procedure was performed successfully. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information has been provided.